Event description:
Reference MDR #1219856-2010-00702, for the first event involving the same patient. It was reported that the md used the same intra-aortic balloon (iab) as was used with the first insertion attempt. While using the same insertion site, the md inserted the teflon sheath. As the md was inserting the iab through the teflon sheath, the md again met resistance and this insertion failed. As a result, he had to remove the teflon sheath and the iab together from the site. At this time, the md requested a new iab kit. The md used a new super arrow-flex (saf) sheath and iab in the same insertion site and finished the catheterization with them. There was no excessive bleeding and this md used the same insertion site (lt femoral artery) during the procedure. There was no reported patient death or injury. Medical/surgical intervention was not required. The delay/interruption in iab therapy was listed as 10 minutes. The patient outcome is listed as "fine."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.